Manufacturer narrative:
H6: investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part # 338962, serial # (B)(6). Problem statement: customer reported a complaint on a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 28jun2020 to date 28jun2021. Complaint trend: there are 35 complaints related to the issue of a waste leakage without bleach not contained within the instrument due to worn valves. Date ranges from 28jun2020 to date 28jun2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338962-338962-r33896203012-105797350-18, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result/analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn valve assembly. The customer reported that the instrument had not been used in a while and now had recurring random errors. They had removed the instrument from clinical diagnoses and was not being used for treatment of patient samples. An fse (field service engineer) was brought onsite to complete troubleshooting, and identified several parts that needed to be replaced. The fse used a valve assembly (pn 644254), cable extension (pn 344374), fluid pump (pn 64048307), seven barbed fittings (pn 642160), and pm kit (65969407) for the repair. They also replaced the shutdown probe (pn 343835) with an nsi part. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair the instrument was performing as expected with no further leaks. Although the leakage of waste material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was not being used for clinical treatment during the incident, and so it did not affect or delay the diagnosis of a patient. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2018. Defective part number: 642160 - barb insr assembly 1/4-28ftg.17 barb ppl. 64048307 - pump liquid dual-head 12vdc service. 644254 - manifold ll3vm2 wetcart. 344374 - cable 16in 2-pin minifit jr extension. 65969407 - canto universal pm kit. Work order notes: subject/reported: multiple bogus errors running the system. Problem description: the problem may have been there for some time. Work performed: arrived on site to complete leaking wetcart troubleshooting plus precontract inspection with pm on r33896203012 located at sotio. I completed the troubleshooting as per bd facscanto ¿ ii service manual doc. Number 640597, rev. 02. Chapter 5. I used part #644254 valve assembly, 344374 wire extension, 64048307 waste pump, 642160 (7) barbed fitting, pm kit 65969407. 343835 shutdown probe replaced with nsi part. Cause: the valve assembly in the wetcart was leaking. This fluid leaked onto the connection for the waste pump breaking that connection. Need to replace both valve assembly and waste pumps. Solution: the instrument is testing without errors and I have returned the instrument to the lab for normal use. System is good to start contract service again. The current status of instrument passing cst. The current software version level that the device is running is 8.0.1. RMA/rga #na if required and tracking #na. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no. Item: 23 valves. Function: 23.1 block, pass, or direct fluids. Potential failure mode: 23.1.1 valve leaks. Potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. Potential cause(s)/mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. Current controls: di rinse daily. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 7. Det: 1. Rpn: 35. Mitigation(s) sufficient: yes or no. Root cause: based on the investigation results the root cause of the leakage of waste not contained within the instrument was due to a worn valve assembly. Conclusion: based on the investigation results the root cause of the leakage of waste not contained within the instrument was due to a worn valve assembly. The fse performed troubleshooting on the customer¿s instrument according to the bd facscanto service manual. They then replaced the valve assembly, wire extension, waste pump, barber fittings, pm kit, and shutdown probe. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and since this instrument was not being used for clinical treatment it had no impact on a patient. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text: see h10.

Event description:
It was reported that while using bd facscanto¿ ii waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Unknown. What is the source of leak ¿ before waste line or after waste line? After waste line -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Unknown. What is the source of leak ¿ before waste line or after waste line? After waste line -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? No.